Event description:
The manufacturer received a voluntary medwatch (mw5103161) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop breathing difficulties and headaches. The patient was prescribed medication in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to CPAP device's sound abatement foam and became degraded and caused the patient to have develop breathing difficulties and headaches. The patient was prescribed medication in response to the reported event. There is no customer information and we cannot reach out to the customer, hence, attempt to have the device and components returned for evaluation and investigation can not be made at this time. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions have been updated.